Manufacturer narrative:
Model number/catalog number 72404155, serial number (B)(4), batch/lot number 1000118596, model/catalog description reservoir 65ml pc/iz.

Event description:
It was reported the patient had the lgx inflatable penile prosthesis removed 6 weeks post op due to pump infection. A 12mm x 12cm spectra penile prosthesis was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.